Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be excessive force caused by improper handling by the customer, resulting in a bent outer tube. Additionally, the absence of an image is due to the bent outer tube and broken lenses. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the rigid endoscope telescope exhibited damaged plan glass at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.